Event description:
It was reported that an ilet user experienced high blood glucose after breakfast, reaching a peak of 354 mg/dl, with the user announcing a usual-sized meal despite eating more, and later observing the pump connector was not initially flush before adjusting it; education was provided on meal announcements and potential supply issues that may not be visually evident. Upon follow up, blood glucose levels were trending down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to announcing an incorrect size meal and incorrect attached infusion set connector, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.